Event description:
When testing the device prior to use on the patient, the coag button did not work. The button was pushed and did not make the noise expected either. New product opened and used with out difficulty. The affected device never touched the patient; no patient harm.